Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a transmitter failed error occured. No additional event or patient information is available. Data was provided for evaluation. Review of the data log confirmed the report of the transmitter failed error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failed transmitter error occurred. The product was evaluated the device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. The log was downloaded and reviewed finding a failed transmitter error. The allegation was confirmed. The root cause could not be determined.